Event description:
The lay user/pt contacted lifescan alleging the meter apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
In 2009, baxter was notified of a complaint from a customer reporting that the peritoneal dialysis (pd) transfer sets were disconnecting from patient lines. The customer reported that they have recently had approximately 4 other cases of transfer sets falling off of patients? Catheters without medical consequences in the last two months. This patient experienced peritonitis after the transfer set disconnected. The female patient was diagnosed with peritonitis the month prior. A pd effluent was analyzed the same day, and a pd effluent culture was taken nine days later. Staphylococcus was identified. The patient was treated with 1 dose of cefazolin on the day of diagnosed, 2 doses of vancomycin in original month. The patient recovered on original date. The facility nurse indicated she thought that the peritonitis was due to the separation between the catheter and the transfer set. No medical history or further patient demographics are available.

Manufacturer narrative:
The actual sample was discard. Companion samples are available and has been requested to be returned for evaluation.

Manufacturer narrative:
Evaluation summary indicates: one minicap transfer set in the package and unused companion sample was received for evaluation. A visual inspection was performed, and found no obvious defects were noted. The threading of the patient connector was evaluated under a magnification light, and no problems were noted with the threading. A titanium adapter was attached the transfer set and no defects were noted when attached. Eight pounds per square inch (psi) underwater leak test was performed, and no leakage or bubbles were visible. This complaint could not be confirmed.